Event description:
It was reported that when using the bd pyxis¿ es server system required restart of pyxis and logistics interfaces. The interface had an unexpected downtime. Upon restarting the interfaces, the customer had issues with pyxis stations and pyxis logistics. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system required restart of pyxis and logistics interfaces. A technical support specialist (tss) connected to the carefusion coordination engine (cce) and restarted the required services. Message flow was verified, and messages were observed processing successfully to all outlets. The tss communicated the status update to the customer and advised that all messages should be fully processed within approximately 30 minutes. The system functioned as intended after the technical support specialist troubleshot the device.